Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was connected to the site while performing a fill tubing. Reportedly, customer disconnected immediately and stated that they did not see insulin escape from the tubing for about 10 seconds after disconnecting. Customer stated that their bg levels were not impacted by this event. It was also reported that the customer experienced an elevated blood glucose (bg) level of 326 (mg/dl) later in the day. Reportedly, customer forgot to administer a bolus after eating dinner. Customer administered a bolus to treat bg levels.